Event description:
It was reported that the patient underwent an unspecified spinal surgery using thbmp-2/acs. Reportedly, the morning after surgery the patient fell at the hospital, "splitting her back apart" and suffering an unspecified complication. The reporter now claims that the rhbmp-2/acs "came out of the box" and that the whole spine has fused. No additional information or clarification has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.